Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate gauge was inaccurate. Additionally, it was reported that the pump was only delivering half of the basal rate. Customer's blood glucose level ranged between 400 mg/dl and "high". Reportedly, the customer continued to use the pump for insulin therapy.